Event description:
It was reported that the insulin pump alarmed no delivery during the fill cannula process. The caller did not know the blood glucose reading. The customer stated that 2 infusion sets had failed in the same month. She stated that the alarm was resolved by an infusion set change. She added that she received no delivery alarms often after bolusing. She stated that the alarm occurred at least once a day, if not twice. She advised that every time she received it, she was able to resume the device's use and everything worked fine. She reported that the alarms had not had any adverse effect on her blood glucose levels. She was advised to call during the no delivery alarms for proper troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.